Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with blood glucose reportedly reaching 400 mg/dl for several hours until the user disconnected and administered subcutaneous insulin by pen; algorithm maladaptation and possible site-related absorption issues due to scar tissue were discussed, and the user was using inset infusion sets and frequently changing cartridges. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no dka, and self-management with manual injections. Investigation included troubleshooting and user education on cartridge filling, supply changes, and site selection, and shipment of replacement cartridges. Investigation of this case revealed no device alerts or alarms reported and that the cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious with cause undetermined, and the user will discuss potential alternative infusion sets with clinical support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.